Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of catheter break is confirmed but the root cause could not be determined. One photograph of a groshong tubing segment was returned for evaluation. Inspection of the photograph found that a segment of catheter tubing, between the 50 cm and 60 cm depth markers was present, resting atop a surface. The tubing had an angled fracture edge at both ends. No other features of the break could be discerned based on the photo. Based on the available material for review, the complaint is confirmed but there is insufficient evidence to identify the root cause. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a catheter break was confirmed. The product returned for evaluation was a segment of 4fr sl groshong catheter tubing. Additionally, one photograph was also submitted by the complainant for review. No additional information was observed in the photograph which changed the conclusion of the investigation. The investigation findings are consistent with catheter damage caused by contact with a sharp edged instrument such as a scalpel. The returned product sample was evaluated and a break was observed on the catheter tubing between the 50 cm and 51 cm depth markers. Microscopic examination of the break confirmed it was typical of contact with a sharp bladed instrument, and the characteristics observed which supported this type of failure included: ¿ the fracture surface contained a striated pattern. This can occur due to pattern transfer of the sharpened edge typically found on a scalpel-type instrument. ¿ sharply formed fracture edges an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that on (B)(6) 2025, a client from the urology department inserted a PICC line into a patient. Upon visualizing green waves on the ultrasound screen at the target position, the client retrieved the inner guidewire from the catheter. While subsequently retracting the catheter by one centimeter, the catheter suddenly fractured. The technician immediately applied a tourniquet to the upper arm and notified the interventional radiologist. The physician performed an interventional retrieval procedure to extract the broken tubing. No further details available or provided.